Event description:
The account stated that the cell-dyn 3700 sl analyzer generated a platelet result of 33,700/ul. The result was considered elevated and therefore was repeated. The repeat results were: 20,700/ul, 25,100/ul and 18,900/ul. The original result was not reported. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
In 2008, a hospital reported platelet (plt) scattered and poor reproducibility with the cell-dyn 3700 analyzer. The customer stated that when it showed a high value for the first time, the histogram looked like red blood cell (rbc) and plt were connected, but it was not connected with the retest, it had been clearly separated. No flagging had appeared with the first specimen, but another specimen showed rbc morphology. The customer technical advocate (cta) requested to the customer to perform reproducibility 10 times, but the customer did not agree. The cta suggested a field service representative visit in order to resolve the issue; the customer refused service due to cost related issues. Nine days later, the customer performed a reproducibility testing 10 times, and the cv% settled in less than 5%. The customer investigated the issue and stated that it was not at problem level for the routine testing, and decided not to do repair service at this time. No further investigation was required. There was no impact to the reported results, as results were reported out after retesting. The cell-dyn 3700 system operator's manual, revision f, under section 10, troubleshooting guide, pages 10-27 through 10-28, provides instructions for problem identification, problem isolation, and corrective action. Page 10-29 states that a specific procedure should be performed when indicated in this chapter or at the request of the abbott customer support specialist. Chapter 3, principles of operation, operational messages and data flagging, page 3-37, indicates that it is import to note that there are commonly occurring substances that can affect the results reported by hematology analyzers. While the cell-dyn 3700 has been designed to detect and flag many of these substances, it may not always be possible to do. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports, for the period october 2007 through june 2008, did not indicate any adverse trend for the cell-dyn 3700, for the reported issue. June 2008 through december 2008 reports have been evaluated and no potential adverse trends have been identified. Based on the investigation, no product issue was identified for plt scattered and poor reproducibility on the cell-dyn 3700 instrument. This is the final report.